Event description:
One touch meter would not power on. Patient reported testing on a back up meter during the time of concern. Patient was unwilling/unable to indicate if they experienced any symptoms during the time of concern. Patient did contact a medical professional for advice. No other treatment was sought. The customer service representative walked patient through troubleshooting. The representative confirmed that the patient had been using the correct type of test strips. The power issue was unresolved even after retesting. Patient's meter was replaced. Based on the information provided, there was no evidence of an adverse event; however, the meter did malfunction and meets the criteria for a medical device reportable.